Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: hi (greater than 600 mg/dl) and 138 mg/dl. Customer was "not feeling well" at the time of the readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.